Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during first inflation at 7 atmospheres for about 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications or injuries reported and the patient was in good condition post-procedure.